Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: at what firing did the issue occur? Was the staple line incomplete? Was the staple line complete? Please provide the correct lot# it was at the 1st firing. As you know, there are 3 steps in each firing. Each step, we fire the trigger, the knife moves forward a little with stapling. And 3 steps make a finished firing and a whole staple line. It occurred at the 3rd step of the 1st firing. The staple line was incomplete. To be more detailed, the staple line of the first 2 steps was complete, while there was no staple line at the 3rd step of the firing. But the knife cut the tissue.

Event description:
It was reported that during an "mie" procedure, during the tubular stomach making, the first two steps were smooth. The surgeon felt it a little difficult to press the firing trigger at the third firing, fired by using two hands. Finished firing, removed the device, checked the staple line. The staple line of the third step was totally unstapled but cut. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52u69. The ec45a device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The returned reload was noted to be fully fired and in good visual conditions. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. When attempting to fire a 45mm reload on a 60mm device the device will lock out. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.